Event description:
It was reported that it was hard to control the speed of the maestro drill with handswitch during the course of a lumbar fusion procedure at the user facility. It was reported that there was a washer sticking. After return to the manufacturing facility, it was reported during service inspection, that the handpiece ran faster than intended and that the handswitch was sticky. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device running faster than intended due to a sticking handswitch was confirmed. The handswitch was sticky due to a damaged needle valve. Damage to the valve can cause it to stick. This will lead to loss of air flow regulation causing the device to run on its own.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress

Event description:
It was reported that it was hard to control the speed of the maestro drill with handswitch during the course of a lumbar fusion procedure at the user facility. It was reported that there was a washer sticking. After return to the manufacturing facility, it was reported during service inspection, that the handpiece ran faster than intended and that the handswitch was sticky. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.